Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer - there was a break in the hypotube 37.8cm from the catheter strain relief. This break was proximal to the proximal shaft markers. There were kinks along the entire length of the hypotube. The hypotube coating was removed at one section with a ragged edge possibly related to contact with a rough edge. The coating was torn 45.8cm from the catheters strain relief. There was no other damage noted to the stent or the rest of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications the most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR report#: 2134265-2010-03400. It was reported that during a stenting treatment procedure, a shaft fracture occurred. Access was obtained via the right femoral artery. The 90% stenosed concentric de novo lesion measuring 4.0mm in diameter and 12mm in length was located in a mildly tortuous and mildly calcified left circumflex artery. The lesion was not predilated. Resistance was felt advancing both a 4.0x20mm and a 4.0x28mm promus element and shaft fractures occurred during insertion. In both cases, the break occurred outside the patient and the guide catheter. The procedure was completed with a 3.5x18mm stent. No patient complications occurred. Patient status is listed as stable. This product is only ous approved but it is similar to an approved us device.